Event description:
Epidural kits used by anesthesia for labor and delivery include a plastic catheter clamp, bbraun's design options perifix fx epidural anesthesia tray ref 551714 has a design flaw allowing the catheter to slip out and deliver medication into the bed instead of the patient for analgesia. Manufacturer response for plastic clamp for epidural catheter contained in the anesthesia epidural kits by bbraun design options perifix fx epidural anesthesia tray, bbraun (per site reporter): rep. Informed.